Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged. The lead was explanted and replaced. The patient's condition was good before, during and post procedure.